Manufacturer narrative:
The customer reported that the unit failed to power up on ac power. The customer evaluated the device and localized the issue to a failed ac power module. Replacing ac power module resolved the failure.

Event description:
The customer reported that the unit failed to power up on ac power.